Event description:
Device interrogated and found 97 non-sustained events, received 1 shock and 2 diverted shocks for ventricular oversensing events. Hospitalized for laser lead extraction and new lead implanted at another hosp.